Manufacturer narrative:
(B)(6). As the balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation, a sensor failure can occur due to one or more of the following probable causes: optical sensor kink ,break in sensor or connector issue.

Event description:
It was reported that the patient was initiated on intra aortic balloon pump (iabp) support with 40 cc sensation balloon catheter. After insertion and connection to the iabp console, no arterial pressure signal was detected from iab. A persistent iab optical sensor failure alarm indicated malfunction of the fiber optic pressure sensing system. Iabp support was continued in ECG trigger mode using the same balloon catheter to maintain synchronization with the cardiac cycle. Arterial blood pressure was monitored via an alternate invasive arterial line connected to the bedside monitor. No harm was reported.